Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during the implant procedure there was difficulty placing the right atrial (ra) lead. After multiple attempts to place the lead the helix would not retract. On the table the helix was finally able to be retracted, however it was decided to use another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.